Event description:
The customer reported that the system exhibited non-bypassable collimator errors and failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation the heat sensor on the park solenoid was evaluated and repaired. The system was tested and found to be working as intended and returned to service.